Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During a surgical case, smoking from the aquamantys device tip was reported. No other case details were available. There was no patient injury reported.